Manufacturer narrative:
Batch review performed on 29 march 2019: lot 173545: (B)(4) items manufactured and released on 22-nov-2017. Expiration date: 2022-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Independent sales agent did not have the implants available for the case which caused a delay in the or. The surgeon decided to intraoperatively reposition the acetabular cup after he had implanted all the components. To work on the cup, the surgeon had to explant the liner and femoral head. The agent did not have a second inventory bank and had to get the replacement liner and head from another hospital. We think this caused a 20 - 30 minute delay in the case.